Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the air/water cylinder and air/water tube of the gastrointestinal videoscope had white foreign material. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with the instructions for use (IFU). Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the air/water cylinder and air/water tube of the gastrointestinal videoscope had white foreign material. There was no patient involvement.